Event description:
It was reported to philips that while on site, the philips field service engineer (fse) observed the processor pca had a damaged j22 connector de-soldered board. There was no reported patient involvement.